Event description:
The pseudofenestrations are excessively sharp at their margins and have caused unnecessary facial bruising and abrasions on several occasions. In addition, the cephalic curve of the instrument has excessive "toeing" of the inferior aspect of the blade, resulting in uneven distribution of force against the fetal head, which also contributes to facial bruising.